Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that both of the patient's leads had migrated. The issue was confirmed with fluoroscopy. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the leads were repositioned. Effective therapy was established post-operatively.